Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 80 mg/dl. The insulin pump over-delivered insulin. Customer stated that insulin was all over the table. Customer requested a replacement. Nothing further reported.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.